Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v956822, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).

Event description:
Additional information received noted that troubleshooting performed included: x-ray, reprogramming, and impedance evaluated. An apparent lead migration was found. Symptoms started (B)(6) 2013.

Event description:
It was reported that the patient had only had her implant in for less than a year and had issues with her lead. The device reportedly didn¿t work. Both the lead and implantable neurostimulator (ins) were consequently replaced. No further information was reported. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).